Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was placed in the left atrium for mapping and ablation purposes. The patient was quite restless and attempted to turn over during the procedure despite sedation. High contact forces were noted and the catheter then appeared outside of the geometry of the left atrium. An echocardiogram revealed a pericardial effusion; however, the patient remained stable. A cavotricuspid isthmus line ablation was completed, after which the patient became hypotensive. A pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device and it was noted excessive patient movement contributed to the cardiac perforation.